Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 256-400 (mg/dl). A manual injection was administered to treat bg levels. Reportedly, customer does not have a pancreas and believes this has contributed to the elevated bg levels. Also, customer has contacted their health care provider regarding pump setting adjustment. Recommendation was made to continue to consult with their health care provider regarding diabetes management.